Event description:
The manufacturer was contacted in reference to the dreamstation auto CPAP device. The manufacturer received information alleging kidney disease/toxicity and cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the dreamstation auto CPAP device. The manufacturer received information alleging kidney disease/toxicity and cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Updated: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and cancer. Medical intervention was not specified. The device arrived at a third party service center for evaluation . The device evaluation has not yet been completed. Section b: adverse event/product problem updated. Section d: -model number updated. -catalog item identifier updated. -product UDI updated. Section h: -device problem code grid updated. -remedial action initiated fields updated. -recall number fields updated.